Event description:
A greenlight laser was being used during a procedure and the laser fiber tip melted inside the prostate of the pt. Total joules that were used at time of event was 85,000. A new fiber was obtained and the same thing happened, with only approx 70,000 joules being used. The laser was turned off and taken to biomed for inspection and the case was converted to a regular transurethral resection of the prostate (turp). No adverse outcome r/t event has been noted.